Event description:
Hill-rom technical support received a report from the account stating the patient positioning monitor alarm system would not set. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
Hill-rom technical support found the bed's scale was most likely zeroed with the patient on the bed or user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support inserviced the customer how to zero the bed exit system to resolve the issue. Based on this information, no further action is required.